Event description:
Affiliate reported that the device was revised as an infection was suspected.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that since the customer did not report a functional problem, a review of the device history records was conducted and they confirmed that this device conformed to the required specifications prior to distributions. A review of the sterilization records also confirmed that this device conformed within required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.